Event description:
It was reported that this lead was an attempted implant. During the procedure, after positioning the lead and extending the helix, the impedance was greater than 2,000 ohms and the threshold was higher than 3 v. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.

Event description:
It was reported that this lead was an attempted implant. During the procedure, after positioning the lead and extending the helix, the impedance was greater than 2,000 ohms and the threshold was higher than 3 v. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Additionally, a stylet insertion test was performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.